Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscopic camera manipulator (ecm). The system was then tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ecm involved with this complaint and completed the device evaluation. The customer reported complaint was reproduced during power up. It was noticed that the flat flex cable (ffc) was not seated in the embedded sterilizer for the camera cannula (escc) printed circuit assembly (pca) board, causing the errors. The following additional findings were identified during evaluation: the camera ring bearings were found to be damaged and the axis 4 mechanical cables were found to be derailed. It was also observed that the link 4 top housing plate was damaged and the rear cover had cosmetic damage. The axis 1 housing was found to be physically damaged. A review of the site's complaint history found no additional instances of this issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated 25518 faults pointing to the system. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion. System unavailability after the start of a surgical procedure (first port incision) lead to the procedure to be converted to the laparoscopy. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event. Blank MDR field information: follow-up was attempted, but the patient information for blank fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had a non-recoverable 25518 error. The customer restarted the system and the error 25518 returned. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and the customer was able to move all the arms at the time. The issue happened during the procedure when all ports were placed and the arms were connected to the cannula. The surgeon tried to move the arm but was unable to and the system gave a failure notice. The clutch "went bad" on the camera arm and it was locked. The issue occurred about 5 minutes into the procedure. The customer tried reseating the drape and restarted the system but the fault persisted. The fault would not clear, so the customer had to convert the procedure to laparoscopic surgery. All troubleshooting steps were exhausted with no resolution to the issue. There was no patient injury and no post-operative complications have been reported. No video recording or photo images of the surgical procedure was available for the review.